Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the lifevest. The irritation was described as being red and bumpy. The patient's physician recommended the use of an over the counter cream. The patient also began taking benadryl. Follow-up indicated that the irritation was not improving.